Event description:
It was reported that while performing a 2-level tlif, the inserters fractured at the distal tips and the cages had to be explanted. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
This is 2 of 4 mdrs relating to the same reported event. Please also see MDR number: 2242816-2011-00115, 2242816-2011-00117, 2242816-2011-00118.